Event description:
It was reported that the user dropped the ilet while disconnecting it, causing a fractured touchscreen that rendered the screen unusable and led to difficulty using the device; a replacement was shipped and the original will be returned, and the device had not been synced prior to shutdown. Symptoms included hyperglycemia, elevated ketones consistent with diabetic ketoacidosis, and vomiting. Outcomes included no long-term health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related mechanical problem to the touchscreen consistent with fracture damage from a drop. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.